Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a broken ventricular connector. It was also indicated that the case was broken, keypad window was scratched, encoder assembly was rusted, control knobs were rusted, and both output connector nuts were discolored. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a damaged ventricular port, and had a loose/missing knob. The epg was returned for service. There was no patient involvement.